Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/10/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported that; clip hold error. The analysis results confirmed that two cartridges (a and b) were received sterile and with no apparent damage. Both cartridges were opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips (each cartridge) as intended. The clips were form as intended and conforming to our manufacturing requirements. One reload (c) was received no apparent damaged and with only two clips loaded. The clips on the reload were loaded and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 2 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. One reload (d) was received no apparent damaged and with only two clips loaded and three loose. The clips on the reload were loaded and the three missing were manually loaded and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 5 clips as intended. The clips were formed as intended and conforming to our manufacturing requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2018, and suture clips were used. During the procedure, the clips didn't close. There were no adverse patient consequences. No additional information was provided.